Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, found ?system failure: primary audible alarm power on self-test? In the log. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated. A bad speaker was replaced and determined to be the root cause of the issue. The device then passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited a primary audible alarm, non critical data corrupted. Patient involvement is unknown.